Event description:
Customer rec'd a blood glucose reading of 345mg/dl or 350mg/dl. The customer dosed based on reading. Two hours later the customer passed out. The ambulance was called and glucose was given by mouth. An IV was also given and the customer was taken to the hosp. At the hosp the customer rec'd an IV and was given orange juice. No controls were being used. A request was made for the return of the suspect device and a replacement was sent.